Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that according to the physician, the valve implant procedure contributed to the sepsis and subsequent death. The valve itself likely did not contribute to the sepsis.

Event description:
Additional information was received that following the pulmonary valve implant, the patient was shifted to the intensive care unit (ICU) on full ventilation via endotracheal tube and supports of medication (adrenaline, noradrenaline and milrinone). Multiple episodes of "et" bleed were reported and ventilation support was need over the next two days. On day three following the valve implant, the patient developed hypotension with high central venous pressure (cvp), desaturation. Echocardiogram revealed moderate to severe right ventricle dysfunction, moderate to severe tricuspid regurgitation likely due to pulmonary arterial hypertension (pah) secondary to suspected ventilator-associated pneumonia (vap) or sepsis and antibiotics was started. One week following the pulmonary valve implant, moderate to severe ascites were noted along with persistent right ventricular dysfunction. Ten days following the pulmonary valve implant, an elective tracheostomy was performed due to multiple comorbidities (failure to wean off ventilator, blood culture positive for ralstonia and severe kyphoscoliosis). Eleven days following the valve implant, the patient's condition worsened with persistent desaturation, rising lactates and need for circulatory support for ventricular dysfunction (planned extracorporeal membrane oxygenation (ECMO)). Although the patient's parents declined the ventricular support intervention. Twelve days following the valve implant, the patient had a cardiac arrest and despite cardiopulmonary cerebral resuscitation (cpcr) and resuscitation attempts the patient could not be revived. Per the physician, the cause of death was low cardiac output syndrome following the pulmonary valve replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record (DHR) and sterility lot record of this valve were reviewed and no anomalies were noted that would have impacted this event. The medtronic tissue bioprosthetic heart valve product manufacturing processes involves a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms. Additionally, acceptable sterility testing result is a requirement for finished product release. Based on the above, the reported infection is unlikely to be caused by the melody tpv device and/or manufacturing process. In this case, it was reported that the infection is resulted from lung discharge and pneumothorax. Subsequently, the patient died. No explant or autopsy information were reported. No known allegations were made against the device, and there was no information to indicate that a malfunction or misuse contributed to the reported death. In this case, according to the physician, the valve implant procedure contributed to the sepsis and subsequent death. The valve itself likely did not contribute to the sepsis. Multiple videos were also provided to medtronic for image review. The conclusion of the image review states that there was one pre stent implanted, followed by a melody valve in a heavily calcified conduit. A conduit leak was noted posterior and left side between the melody valve and calcified conduit. Waist was eliminated. Numerous balloon post dilations to remove the waist. There was no information provided from the videos regarding the infection or death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter pulmonary bioprosthetic valve, the patient developed a fever. Four days following the valve implant, a blood culture identified the presence of ralstonia mannitolilytica. Per the physician, the infection resulted from lung discharge and pneumothorax. Antibiotics were administered and the patient continued to be hospitalized. Subsequently, the patient died. The cause of death was sepsis.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. The date of death was entered as month & year valid. Medtronic first became aware of the infection on (B)(6) 2023. Medtronic first became aware of the patient death on (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.